Event description:
The lay user contacted lifescan alleging that the product had the following unresolved buttons/scanners issue: "touch pad- no response". There were no allegations of harm or injury.

Manufacturer narrative:
Device ID is 1-1f48-2. This MDR represents 94,314 malfunction events that occurred during the timeframe of october 1 to december 31, 2005. This report is authorized as part of a one-time retrospective summary submission (exemption #: (B)(4).